Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. Samples and a photo were evaluated for lot 9023840 and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, a photo was received for lot 8291824 in which foreign matter was also observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text: see section h.10.

Event description:
It was reported that 3 bd vacutainer® precisionglide¿ multiple sample needles experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm on needle. Customer found green particle on needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9023840. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-01-23. Medical device lot #: 8291824. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-10-18.

Event description:
It was reported that 3 bd vacutainer® precisionglide¿ multiple sample needles experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm on needle. Customer found green particle on needle.